Event description:
Patient was implanted with prodisc-c on (B)(6) /2011. It is reported that patient has bilateral upper extremity paresthesia and neck pain. MRI shows artifact scatter from implanted device. Patient was prescribed myelogram and it is pending. Patient shows no myelopathic symptoms. Surgeon will monitor and consult with patient at this time.

Event description:
The patient was returned to the o.r. On (B)(6) 2013 for removal of the prodisc-c and revision to c5-c6 fusion with a vectra plate and mtf bone graft.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Changed to serious injury due to required intervention.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment. No device was returned. Removing the diseased disc is supposed to remove the source of the patient's pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon hasn't removed the prodisc-c implant indicates the original discectomy and decompression may have been adequate, but the reoccurrence of pain could be a result of something that occurred post-op. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. The source of the patient's continued pain remains unclear in this case. The design risk assessment was reviewed and is adequate for the intended use. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was conducted by hospital for special surgery (hss) and the report indicates the superior surface of the superior endplate displays minimal adherent bone. The superior surface also shows moderate damage to the titanium plasma sprayed coating consistent with removal technique. The inferior surface of the endplate shows burnishing on the posterior lateral regions of the endplate. Severe deformation is visible on the posterior rim of the articular surface consistent with impingement against the inferior endplate. The articular surface of the endplate displays moderate scratching and pitting. These features are consistent with handling and/or normal wear that is commonly observed in metal-on-polyethylene articulations in total joint replacements. The superior surface of the inferior endplate displays severe posterior deformation and burnishing consistent with impingement against the superior endplate. The anterior face of the endplate displays distinct teeth deformation marks consistent with marks leftover from the manufacturing process. The inferior surface of the endplate displays minimal adherent bone. Age was corrected from (B)(6).

Manufacturer narrative:
An evaluation was conducted and it states that there is no evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is marking present on the coating of the superior endplates consistent with surgical removal of the device. There are signs of impingement between the superior and inferior components on both the endplates and rim of the articulating surface. The complaint remains indeterminate.

Event description:
This is 1 of 1 report for complaint (B)(4).